Event description:
Information was received that during a routine follow-up, it was noted the right ventricular (rv) lead was not capturing. There was no asystole greater than two seconds. High threshold measurement and low amplitude measurements were noted, rv threshold was 4.0 v at 1.0 ms, amplitude was set at 3.5 v and pulse width was 0.8 ms. At testing the r wave was 2.0 mv and impedance was 295 ohms. The output was increased until a revision procedure could be performed. This patient was not pacemaker dependent. Programming changes: rv amplitude increased to 7.5 v, pulse width increased to 1.0 ms. No adverse patient effects were reported. Patient information is unavailable.